Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced epigastric pain leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2015. Device explant (B)(6) 2015 due to epigastric pain after an episode of vomiting. Device was reported to be at proximal stomach and herniation was present. After device removal, a second linx device was implanted (model lxmc16).